Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.

Event description:
The customer contact reported a leak; subsequently, blood loss was reported. The tubing set was returned to the materials management dept with an unsigned note that stated, "blood and fluids leaked out of the port closest to the pt." No tracking info was provided; therefore, no specific pt info or event details were available. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.